Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(6) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed an error message. This resulted in a total power failure (tpf) of the device followed by an unexpected restart. There was no patient harm or injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the reported error message and total power failure followed by an unexpected restart. In-house testing could not reproduce the reported event. Performance testing revealed that the device failed to complete its internal self-test. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event and device failure to complete its internal self-test were due to software issues. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).